Event description:
Additional information was received that technical support was contacted and it was determined that the change in the device longevity was due to a diagnostic anomaly, and not due to premature battery depletion.

Event description:
During a clinic follow-up, a decrease in the battery longevity was observed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable.